Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry difficulty, the device's operation was intermittent and it failed incoming testing. When the cable was replaced with a known, good cable the device interrogated and passed functional testing. The device was being sent on for repair and restocking. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was not able to establish consistently good telemetry. The radiofrequency head was returned for service and because it was no longer needed. No patient complications have been reported as a result of this event.